Manufacturer narrative:
The returned device was evaluated and no damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. No leaks were observed. The downloaded data returned an 0x1c alarm, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data confirmed that the device ran for 80 hours. Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls. No other defects or damages noted.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide; model: ent450l 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 15 to 16 mmol/l (270 to 288 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks area. Insulin was leaking out, the pod was removed and the cannula was noted to be bent. Hyperglycemia treated by activating a new pod and bolus.